Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they received open book image on the insulin pump screen. Customer stated that they took the insulin pump in shower and they changed the battery. Customer reported insulin pump was making gurgling sound and they had push button and cannot go on storage mode. Troubleshoot was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer reported an open book, dull screen, non responsive keypad buttons, gurgling sound while she presses down on any keypad button. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked middle (enter) keypad button. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected critical device errors (open book image) were noted during testing. Did not note any dim backscreens or gurgling sounds during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Attempt to download/upload using crest/thus was successful. Although the adapt tool does list some 61=stuck button alarms, none of them occur around the event date. The adapt tool lists the following device errors which could possibly trigger a critical device error/open book: device error 63 (variableinfo = 0c) occurred on september 17, 2022@ 20:38:01; device error 4 occurred on september 17, 2022@ 20:38:01. The case was cut open. After visual inspection, there is corrosion in/around the following: electric board2--j1, lcd flex cable terminal in summary, the customer¿s report of an open book, dull screen, non responsive keypad buttons, gurgling sounds all were not confirmed during testing. The high sleep current measurement is due to the moisture damage at the electric board2 j1 lcd connector interface. Device error 63 (variableinfo = 0c) and device error 4 are due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.